Event description:
Technician alleged that the right head brake was not holding. No alleged injuries by the account.

Manufacturer narrative:
The technician found the brake out of adjustment. Technician adjusted the right head brake caster to resolve the issue.